Event description:
It was reported during capture threshold testing, the user released the button to terminate the testing as expected. However, the device continued to decrement, resulting in loss of capture. No changes were reported, there were no patient consequences.

Manufacturer narrative:
The field complaint that the programmer froze while running a threshold test could not be verified. During analysis, a working 3630 wand was connected and a device was interrogated successfully. The touchscreen was inspected and passed test loop translator (tlt) calibration. The threshold test was performed successfully; unit did not freeze while the capture test was running. Session was ended and re-started; verified that settings for vvi did not change. No anomalies found at the time of analysis.